Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer declined to receive a replacement insulin pump as he already upgraded, and was waiting for it to arrive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.